Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose level at the time of incident was 26 mmol/l and current blood glucose level was 16.4 mmol/l. The customer reported that the insulin pump was not injecting insulin as the customer had blood glucose level was around 9 mmol/l to 10 mmol/l and also had blood glucose level 32 mmo/l. The customer alleged insulin pump was under delivering as the customer had high blood glucose level. The customer was treated with manual injection and insulin pump. The customer reported that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.